Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break and difficulty removal occurred. The target lesion was mildly tortuous and moderately to heavily calcified with 85-90% stenosis, located in the proximal right coronary artery (rca). After atherectomy and ballooning the lesion with a 3.0 apex balloon, a 4.00 x 38 synergy drug-eluting stent was deployed at nominal pressure and post dilated at 13 atmospheres. However, it was noticed that there was a lot of resistance when attempting to remove the balloon and the stent balloon could not be removed from rca. Guide extension was then placed over balloon shaft and advanced to proximal area within stent. Stent balloon shaft broke at distal end leaving balloon hanging out into the aorta. Multiple unsuccessful attempts were made at wiring back through stent and multiple unsuccessful attempts were also made at snaring the balloon. The patient was sent for emergent coronary artery bypass graft surgery and removal of balloon shaft. No further complications were reported and the patient's condition was stable.

Event description:
It was reported that shaft break and difficulty removal occurred. The target lesion was mildly tortuous and moderately to heavily calcified with 85-90% stenosis, located in the proximal right coronary artery (rca). After atherectomy and ballooning the lesion with a 3.0 apex balloon, a 4.00 x 38 synergy drug-eluting stent was deployed at nominal pressure and post dilated at 13 atmospheres. However, it was noticed that there was a lot of resistance when attempting to remove the balloon and the stent balloon could not be removed from rca. Guide extension was then placed over balloon shaft and advanced to proximal area within stent. Stent balloon shaft broke at distal end leaving balloon hanging out into the aorta. Multiple unsuccessful attempts were made at wiring back through stent and multiple unsuccessful attempts were also made at snaring the balloon. The patient was sent for emergent coronary artery bypass graft surgery and removal of balloon shaft. No further complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device is a combination product. Additional information received via user/facility medwatch# (B)(4).